Manufacturer narrative:
(B)(4). (Evaluation conclusion codes): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a wallflex biliary rx fully covered rmv stent and jagwire used during the same procedure. Refer to manufacturer report# 33005099803-2020-04170 for the other associated device information. It was reported to boston scientific corporation on september 02, 2020 that a wallflex biliary rx fully covered rmv stent and jagwire guidewire was used in the common bile duct to treat a biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was deployed, however, the guidewire got stuck in the stent's struts upon removal of the guidewire. The corewire of the guidewire broke inside the patient and the stent was displaced out of the desired location. The stent remains implanted and the procedure was reported to be completed, however, a second procedure will be scheduled to complete the treatment of the biliary obstruction. There were no patient complications reported as a result of this event. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.